Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd emerald tm syringe with a detached needle was damaged . The nurse found the plunger rod broken when withdrawing blood. There was no report of injury or medical intervention needed

Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on our experience and the kind of crack on the syringe, we think that the origin of the problem is caused due to some blockage in the assembly process, or a hard condition of handling or transportation. When a package of syringes is hardly hit due to a strong handling. The packaging material has been tested to resist normal conditions of transportation, and the product is continuously inspected in the process. We must also take into account that plastic material is getting brittle with low temperatures. However, the plunger will only crack if we apply an excessive force on it.